Event description:
The account alleged that the head and knee up are moving unintentionally. The account manually cranked down the head section, it stayed for a bit and then ran up as they tested it.

Manufacturer narrative:
The account traced the issue to the right siderails. Repairs have not been completed.